Event description:
It was reported that a donor cornea ((B)(6)) harvested from a deceased donor on (B)(6) 2013 was stored in optisol gs and ivc-12 viewing chamber. No cultures were taken at the time of harvesting. The cornea was then shipped to another company to be cut for a dsaek procedure. During this process the cornea was removed form the viewing chamber and cut and then placed. In another ivc-12 viewing chamber with optisol gs. On (B)(6) 2013 the cornea was transplanted and a rim culture was performed. The culture of the cornea performed by the transplant surgeon at the time of surgery was positive for candida. On (B)(6) 2013 (approximately 6 weeks after the transplant), the pt was diagnosed with endophthalmitis and was re-transplanted on (B)(6) 2013. The surgeon cultured candida from the recipient eye at the time of re-transplant. This MDR report is for the first lot of optisol gs used for storage. Please reference MDR#: 1119279-2013-00146 for the second lot of optisol gs used for storage. Please reference MDR#: 1119279-2013-00147 for the ivc-12 viewing chambers used for storage.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.